Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, and magnet application would not produce beeping tones. A guidant technical services (ts) consultant recommended immediate explantation of the device, as therapy availability could not be confirmed. In addition, ts discussed applying a magnet during the replacement procedure to avoid inadvertently receiving a shock from the device. The physician explanted the device, and will return it to guidant for analysis.